Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, patient experienced post-op complication of necrosis. Medical affairs has assessed the ae as being likely related to the device and serious. Review of the device history records confirms the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(4): on (B)(6) 2018, patient underwent bilateral augmentation mastopexy using a vertical incision. 2 pieces of galaform (galaflex 3dr) were used. Concomitant procedure was capsulorrhapy. On 8/31/18, left necrosis was reported. Patient treated with medication (nitropaste). Resolved without sequelae on unknown date. Review by medical affairs identifies the necrosis as likely related to the device and serious.